Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture and had lost slack. An image was taken that showed a white ring on the lead and sent to boston scientific technical services (ts) for review. Ts indicated that the ring could be the steroid collar but they could not be certain. No further information was available. The ra lead was explanted and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual observation indicated that the extraction stylet was stuck in the lead lumen and extraction suture was tied down from the terminal pin. Further, conductor coils had escaped the lumen and were protruding out from the terminal pin. Moreover, the proximal electrode ring had moved to the end of the lead, leaving the anode portion of the lead with an open circuit and unable to test electrical conduction. The product analysis concluded that this was induced damage done most likely done during explant. The cathode portion of the lead was found to be electrically continuous. The allegation of a dislodgement was not confirmed.